Event description:
It was reported that caller did not see drops of insulin at end of tubing during fill tubing step of load sequence. Customer¿s blood glucose (bg) level was 505 mg/dl. Elevated bg was addressed by a manual insulin injection and did not require assistance from a third party. Customer technical services assisted caller in completing load process and resuming insulin.